Manufacturer narrative:
After further review of this MFR. Report it was determined the statement "there is reasonable evidence that attributed a high risk of fire to this instrument" was reported in error." The statement for reportability determination should have been "visible smoke is reported as a malfunction as there is potential for serious injury if the event were to recur". We have never received any complaints of fire (or confirmed fire through investigation) with this instrument. Additional information: upon receipt at abbott diagnostics scarborough, the instrument was sent to the systems group for further investigation. Systems attempted to power on instrument, observed indicator led started blinking but the relay that sends power to the base board failed to remain energized. Instrument failed to powered on and customers complaint was replicated. Disassembled instrument to further investigate what was interrupting the 5v power, preventing rel1 from energizing and sending power to baseboard. Observed small amount of smoke residue on inside of cover housing behind rox optics module. With rox optical module unplugged rel1 energized and instrument powered on. Once the rox optical module was re-connected, instrument started failing again. Removed rox optic module to further investigate and observed that capacitor c40 on bottom of optical board had blown. Cause of customers complaint is a failure of capacitor c40 on rox optical board, shorting out 5v power supply. The materials surrounding the failing capacitors are either non-flammable (aluminum) or flammability rated with a minimum of 94v-2. These ratings are required for iec 61010-1 compliance. Iec 61010-1 compliance has been commissioned using tuv rheinland and tuv rheinland's safety mark is on the ID now ratings label. Isolated failures of capacitors can occur in an otherwise normally operating circuit. Possible contributing factors to isolated failures are aging, thermal stress, electrical stress, mechanical damage during assembly or latent manufacturing defects. Predicting specific isolated failures is not possible but a low occurrence rate is to be expected. In conclusion, the customer's returned instrument was replicated for failing to turn on. The systems group was also able to verify the presence of smoke residue when tested at abbott diagnostics scarborough. A root cause was found to be component failure is considered a supplier / vendor issue. Based on the complaint data for overheating failed capacitors or smoke from the instrument, we have concluded that the likelihood of serious injury is low. Additionally, due to the protection of materials surrounding the failing capacitors, there is negligible risk of harm resulting from a failing capacitor. Also, in the event a failure of the capacitor as described above, the short circuit condition, triggers the over-current protection in the ID now power supply, thus preventing the instrument from being turned on. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
Investigation is not yet complete. Upon completion, a supplemental report will be provided.

Event description:
The customer reported that smoke was coming out of the ID now instrument on (B)(6) 2021. The staff unplugged the machine. On (B)(6) 2021, the customer was unable to turn on the machine, despite trying different and direct outlets and holding the power button for five (5) seconds. The customer confirmed there was no injury or impact to staff. This event shall be considered reportable as there is reasonable evidence that attributes a high risk of fire to this instrument.